Event description:
It was reported that the user experienced two infusion set occlusions after meal announcements while using the ilet system with an infusion set, with alerts acknowledged and the issue resolving only after changing supplies; troubleshooting and education were completed, and the event was associated with high glucose values up to 313 mg/dl. Customer care provided support that included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, involving the user interface. Symptoms included thirst, urinary frequency/polyuria, and anxiety associated with hyperglycemia. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.